Event description:
Customer reports via telephone that a renal stent procedure was being performed when the staff reported that a popping sound was heard and they no longer had fluoro. He reported that the renal stent had already been placed and dilated. The staff used a portable fluoro c-arm to confirm placement position of the stent. No complications occurred during this event.

Manufacturer narrative:
Liebel flarsheim field service engineer report trouble shot error 15 filament error. Lf fse replaced filament driver board, and hv tank. Fse checked out unit per sedical service manual, revision a and return to service.